Event description:
It was reported, PICC leaking around the hub from the purple lumen specifically with no obvious rupture. Inserted mar 21/25 on an inpatient. Line was secured with statlock, total measurement of 46cm ext: 0cm. No kinks were reported. PICC was removed and piv placed by another member of the IV team. Patient had no known impacts from the PICC specifically, the patient has since deceased after a code blue related to possible aspiration and respiratory failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A leak was observed emanating from the catheter tubing when the purple lumen was pressurized with water. A microscopic observation revealed a small split in the catheter tubing, just distal to the molded joint. The edges of the split were observed to be somewhat uneven with a mostly flat and granular fracture surface, and additional superficial damage was observed at corner and perpendicular to the split. The interior side of the split was observed to be smooth and straight and approximately the same length as the exterior side of the split. This evidence suggests the catheter was likely damaged from an external source; however, the exact cause of the observed damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.